Manufacturer narrative:
The customer reported that this central nurse's station and the bedside monitor (bsm) did not alarm for spo2. The customer is requesting to have the logs reviewed. Technical support (ts) asked the customer if they printed the strip and they did not. Ts asked if they had checked the alarm history and they did not. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated they were not sure what devices were connected to the reported device. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitor (bsm): model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no.

Event description:
The customer reported that this central nurse's station and the bedside monitor (bsm) did not alarm for spo2. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station and the bedside monitor (bsm) did not alarm for spo2. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station and the bedside monitor (bsm) did not alarm for spo2. The customer is requesting to have the logs reviewed. Technical support (ts) asked the customer if they printed the strip and they did not. Ts asked if they had checked the alarm history and they did not. There was no patient injury reported. Investigation summary: the device that experienced the reported issue was not returned for evaluation and no logs were provided for review; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated they were not sure what devices were connected to the reported device. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.